Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having trouble charging the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.